Event description:
It was reported that during a wedge resection procedure, the jaws were closed, but the firing sequence became stuck and the device would not fire. After approx 5 mm, the surgeon was able to open the device, but found that some of the staples were formed but just until it became stuck. The device had to be cut out. A second device was opened and it worked fine. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: info anticipated, but unavailable at this time.